Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One returned sample was received used, and one sample was received unused, in a plastic bag. During visual inspection no damage or other defects were detected on the samples. Both samples were measured from the tube length, and both samples are within specification. The complaint could not be confirmed or duplicated as both devices were within specification. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken as no problem was found.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube that was sent to family was defective and was too short. It was the same size as a standard 4.0 pediatric trach instead of the flextend plus. Patient keeps dislodging his trach and would like a longer trach tube so he¿s not dislodging. Also a longer length would benefit him because the position of the 4.0 ped is touching his tracheal wall and not centered in his airway causing a potential blockage. The issue was discovered before placement. No patient harm, no medical intervention required. Outcome was reported as ongoing. Defective device was not suitable for the use. The issue was noticed at the patient¿s home. The tracheostomy tubes were taken into the ear nose and throat (ent) department for verification.